Manufacturer narrative:
(B)(4). Date sent: 9/19/2024. D4: batch # 981c83. E1: unk reporter. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event described could not be confirmed as the device performed without any difficulties noted and no reload was returned for analysis. Device history review: a manufacturing record evaluation was performed for the finished device batch number 981c83, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device cut the tissue? Yes. If yes, was the cut line completed? No. Was the firing sequence started but not completed? Yes. Did the device deliver any staples? Yes, only half of the staplers. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? No. Was there any difficulty opening the device jaws? Unknown.

Event description:
It was reported that during an unknown procedure, an unk issue occurred. No patient consequences were reported. Procedure was prolonged by 10 minutes.